Manufacturer narrative:
Date of release journal article title: coronary artery perforation during percutaneous coronary intervention in a patient with a prior modified bentall procedure tsuji, et al (int heart j 2018; 59: 848-853) doi: 10.1536/ihj.17-357. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had had a bentall procedure which is a surgical technique for an ascending aortic or aortic aneurysm in combination with valve disease. A well-known uncommon complication of after the bentall procedure is coronary artery stenosis related to coronary anastomosis of an interposed graft. The patient presented with heart failure secondary to graft stenosis of the right coronary artery 6 months after undergoing a modified bentall procedure. Percutaneous coronary intervention (pci) was performed using a resolute integrity drug eluting stent. The stent, however, did not expand in a circle and was only in an oval shape at the stenotic and proximal segments. Post-dilatation was carried out with a non-medtronic low compliance balloon, and type ii coronary artery perforation occurred during pci of the right coronary artery. A non-medtronic perfusion balloon was applied to the bleeding site and maintained low-pressure dilatation for longer than 1.5 hours. Hemostasis was achieved successfully, and there was no contrast leak at the end of the procedure. Transthoracic echography showed no pericardial effusion, and the patient remained hemodynamically stable. The postoperative course was uneventful, and the patient was discharged. No further patient complications have been reported as a result of this event.